Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 4 months post-implant, it was reported that the patient received a pump exchange due to a suspected device obstruction. The hospital suspected a device obstruction due to an increase in the patient¿s lactate dehydrogenase (ldh) and plasma free hemoglobin levels. It was also reported that the device did not unload the left ventricle sufficiently.

Manufacturer narrative:
The report of a suspected device obstruction could not be confirmed as the pump was not returned to the manufacturer for evaluation and no photographs at the time of the exchange were provided. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of the device is 4 months. The patient's age was not reported to the manufacturer. Device evaluated by manufacturer: the manufacturer is attempting to acquire the device for further evaluation. The patient remains on lvad support with the replacement pump. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.